Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose was 143 mg/dl. Customer stated that they received multiple no delivery alarms. Customer was reported that the insulin pump had motor position encoder error. The customer was assisted with troubleshooting. Customer was unable to complete pump rewind due to pump alarm. Customer reported that the drive support cap appears normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test.unable to verify motor position encoder alarm in the alarm history due to history file overwritten with displayable history crc check failed on startup alarms. Displayable history crc check failed on startup alarms due to a corrupted history file.